Manufacturer narrative:
Patient''s weight unk. Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection and rv lead fracture (implanted in (B)(6)). The ra lead was successfully removed. The rv lead was severely calcified. The physician first tried a spectranetics 14f glidelight laser sheath and then upsized to a 16f glidelight device with use of a spectranetics visisheath dilator sheath. The physician switched to a spectranetics 13f tightrail rotating dilator sheath due to slow progress. The tightrail device got stuck on the lead''s coil near the brachiocephalic region and the physician was unable to back it off the lead. It was noted that the tightrail device became stuck at a point on the rv lead where it had previously been fractured. The physician decided to just pull the lead with the tightrail on it. Pulling with traction showed no hemodynamic changes so he continued to pull. The rv lead eventually freed and the procedure was completed with no patient harm. This report captures the tightrail device which became entrapped on the rv lead, potential for harm.